Event description:
It was reported that the sales representative requested information on a bi-metric stem and a hexloc cup. A revision procedure was indicated due to an unknown reason. No revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event, product / lot code / expiration date, date of implant, date of explant, PMA/510(k) number, manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision will/has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.